Event description:
It was reported that a gradual increase in pacing lead impedance and increased threshold were observed. The lead was capped and replaced. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.